Event description:
The customer stated that she was hospitalized on (B)(6) 2011 due to diabetic ketoacidosis. The customer stated that she was in a diabetic coma when arriving to the hospital. The blood glucose level was unknown. The customer also reported being hospitalized from (B)(6), 2011 also due to the high blood glucose levels. The customer stated that she didn't feel well, and began vomiting. The customer had been experiencing high blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump passed the prime test. Further troubleshooting could not be performed as the customer had been off the insulin pump for two weeks and she had no supplies with her. Advised the customer that a tubing clamp, reservoir and infusion set would be shipped to her. Advised the customer to call back to complete the troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.